Event description:
When plugged into the monitor the image on the screen would flicker. Replacing the blade with a new one seemed to help. (It is my understanding that this could potentially be caused by a software issue since out monitors were never upgraded with the new cable and blades were obtained. One of the blades was tested at another location (from lot 030216) and the blade worked fine for the first several minutes of use. After using it for several minutes, it seemed like something must have broken loose within the handle. The image on the screen would flicker and cut out with movements of the cable and would have been completely useless in an intubation. The malfunctions have occurred during multiple code blue events not related to any particular patient condition but during need for emergency intubation.